Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported her blood glucose were getting higher as tubing had detached at the quick release. There was no stress or pull on the tubing and the pump was not dropped. No further information available.